Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis with the device. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the hypotube profile found one hyotube kink at 48 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion with a bend of >=90 degrees was located in the mildly calcified left anterior descending (lad) artery. A 12 x 3.00 promus premier" drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus premier" drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.